Manufacturer narrative:
Insulin pump monitored in 50c oven for several days and no blank display noted. Insulin pump received with normal operating currents. However moisture damage found on lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device would not turn back on after a battery change. Customer's blood glucose was 490 mg/dl. Device was off for 2 months prior to the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.